Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 50 events were reported for this quarter. 4 devices were available for evaluation but have not yet been received. 46 devices were received for evaluation. 4 device evaluations are in progress. 39 events were confirmed. 39 devices were found to have a compromised hose. 3 events were not confirmed during testing; the devices were found to be within specifications. 39 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 50 malfunction events in which the device had a damaged hose, which caused leaking of air and/or lubricant. 42 events had no patient involvement; no patient impact. 5 events had patient involvement with no patient impact. 2 reported events had no known patient involvement or patient impact. 1 event had no information available from the facility regarding patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 50 events were previously reported during the reporting quarter; however:  - 1 event was reported in error.  - 49 events were reported for the reporting quarter. - 8 previously reported events are included in this follow-up record.   Product return status 5 devices were received for evaluation. 3 devices have not yet been received.   Evaluation status confirmed 3 reported events were confirmed during testing. - 3 devices were found to be affected by a damaged hose. 1 reported event was not confirmed during testing; the device was found to be within specifications. 1 device evaluation is in progress.   Additional information 8 devices were not labeled for single-use.

Event description:
This report summarizes <noe> 49 </noe> malfunction events in which the device had a damaged hose, which caused leaking of air and/or lubricant. 42 events had no patient involvement; no patient impact. 4 events had patient involvement with no patient impact. 2 reported events had no known patient involvement or patient impact. 1 event had no information available from the facility regarding patient involvement or patient impact.